Event description:
Perfusion cart: maquet hl-20 with 4 x model 703239 single pump modules and 1 x 703279 twin pump module. End user rec'd "no comm" error. Alternate procedures were put into place. There was no pt injury.